Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's granddaughter reported via phone call that the insulin pump had prime/fill anomaly. Customer was assisted with prime/rewind troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer stated that insulin pump was unable to exit preparing to prime loop. The customer stated that the insulin pump had blank display during troubleshooting. Customer was advised to insert new battery and the insulin pump alarmed failed battery test. The display returned when a new battery was inserted during blank display troubleshooting, but the insulin pump still alarmed failed battery test after failed battery troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.